Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: the pump was returned with the battery cap stuck. The battery cap contact height and width measured outside of the specifications. A test cap was able to secure properly. There was no evidence of physical damage to the battery compartment threads. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 03/01/2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue.the reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.